Event description:
The bact alert bpa bottle is a standard aerobic blood culture bottle use to monitor microbial (bacteria and fungi) growth. Bta was used to perform a qc test of a platelet bag and results were negative after 24 hours and 5 days. However, the customer split the mother bag into 2 separate for 2 separate transfusions. The separated bags were never qc tested. One of the transfusion patients exhibited a transfusion reaction with increased fever and decreased blood pressure. A post transfusion culture was performed on the bottle and was positive for staphylococcus.